Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to battery compartment damage and/or moisture ingress. During investigation for unrelated allegations, 45 additional battery compartment with moisture failures were revealed.

Event description:
This report summarizes <noe> 23</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment damage with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-64 years of age and between 55 and 275 pounds. Of the reported patients, 8 were male and 15 were female.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of a battery compartment with moisture damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of a battery compartment with moisture damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 23 allegations of a malfunction, 20 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to battery compartment damage and/or moisture ingress. During investigation for unrelated allegations, 45 additional battery compartment with moisture failures were revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment damage with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-64 years of age and between 55 and 275 pounds. Of the reported patients, 8 were male and 15 were female.